Manufacturer narrative:
Concomitant medical products: product ID: 355018, lot# w60405, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the surgeon experienced difficulty/resistance while inserting the dilator probe and that as a result, there was resistance inserting the tined lead into the dilator probe. Upon removing the lead, it was observed that there was damage to the electrodes. It was decided to remove the dilator probe, as it was suspected that this caused damage to the lead. These components were replaced with new products, which were used without incident. There were no external factors reported to have led or contributed to the issue; no troubleshooting or diagnostic testing was performed. The issue was resolved after the components were replaced with new products. There were no complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the lead found the distal end was stretched. (B)(4). If information is provided in the future, a supplemental report will be issued.